Event description:
Device complication:none. Time of complication: during hospitalization-after procedure. Symptoms: left leg weakness. During hopitalization the patient experienced left leg weakness. It is unknown if the condition was pre-existing. The patient received a head CT scan without contrast, and the impression of this test revealed minor old appearing ischemic change present without convincing acute appearing process. The patient's condition is improved. No additional information is available.

Event description:
The outcome of this patient event was adjudicated by guidant's medical experts. It was determined that this patient experienced a stroke.